Manufacturer narrative:
We are awaiting the return of 2 devices. Evaluation results will be submitted as they become available.

Event description:
This report summarizes 2 malfunction events where a midwest energo 1:5 handpiece overheated. 2 events resulted in no injury.